Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported loose valve remains unknown.

Event description:
During an atrial fibrillation procedure, it was noted that the valve of the sheath was loose. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.